Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked retainer ring, label damage, and broken belt clip rails. Cosmetic damage was confirmed where cracked retainer ring was noted. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states.

Event description:
Information received by medtronic indicated that customer reported damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.